Manufacturer narrative:
To date, the device remains implanted. Upon removal, the device will be returned to boston scientific crm for analysis. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Device longevity can be impacted by many variables. These variables include programmed parameter values, such as percentage of pacing, pacing rate and amplitude, as well as tachycardia therapy parameters. Other variables that may impact device longevity are the patient's physiologic condition, which dictates the frequency of therapeutic interventions for arrhythmic events and inherent product characteristics such as lead impedance measurements, current drain and total useable battery capacity. Based on the normal operation of this device throughout returned product testing, a longevity calculation using the device's programmed parameters, cumulative charge time and implant duration, our analysis concluded that this device exhibited battery depletion within the normal tolerance for this model.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator was implanted on (B) (6) 2007. On (B) (6) 2010, the device declared elective replacement indicator due to a charge time of 20.7 seconds. Premature battery depletion was suspected. The device was to be replaced in the near future. No adverse patient effects were reported.

Event description:
- -